Event description:
It was reported that during lower anterior bowel resection procedure, both of the probes were opened for the same procedure and blade breakage was found in the first use. It is not known how the procedure was completed. There were no adverse events to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was tested on generator and it was found that the hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The device was reprocessed.